Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 58 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 113 mg/dl. Customer always checks her blood glucose before treating. She was concerned that this could happen when she was asleep and it would suspend and she would wake up high. She stated that another time the sensor was reading over 400 mg/dl and another three times she had double arrows but her blood glucose was normal. Customer stated she was so scared she did the fingerstick check 34 times in one day. Customer also reported she received multiple weak signal, lost sensor and calibration error alerts within the first 24 hours. She stated she wore the soft sensor a while ago but had reading discrepancies too of 50 points of difference. Customer is not using sensor any longer due to the issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report numbers 2032227-2015-06616, 2032227-2015-06593 and 3004209178-2015-94037.